Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The power supplies, indicating led's and cable connections were checked. The circuit boards were reseated. The system was tested and operates as intended.

Event description:
The customer reported an interlock error message on the 8800 system. No pt injury was reported.